Event description:
It was reported by repair work order that the back rest was broken. It was further reported that the back rest could not hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.